Event description:
It was reported that collamend was implanted in 2006. The wound became infected and the wound was opened up. The collamend was found to be sticking out and when the surgeon slightly pulled on the collamend the entire piece pulled out unincorporated.

Manufacturer narrative:
The subject product was not evaluated due to sample condition (severe contamination). This prevented us from performing an evaluation of any value. Device failure, or lack of effectiveness possibly related to patient condition.